Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels ranging from 40 mg/dl to 50 mg/dl; cause was unknown. Bg was addressed via consumption of carbohydrates. No additional customer or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.